Manufacturer narrative:
Results: claims about: ¿patient did not recharge¿ was confirmed. As received the ipg did not communicate with a lab patient programmer. ¿ipg communication error 2501¿ was observed on lab patient programmer. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2014, where her ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not charged her ipg since (B)(6) 2014. As a result, her ipg is inoperable. The patient may undergo surgical intervention as the next course of action.